Event description:
It was reported from a literature review abstract of the multi-purpose catheter for transvenous extraction of old broken leads in japan that some boston scientific leads with fractures were removed with a catheter, when the patient experienced an infection. No additional adverse patient effects were reported.